Event description:
It was reported that the fiber cap detached at 3,825 joules during a prostate procedure. The MFR has been unable to obtain add'l details regarding the cap detachment, however, there was no indication or report of any part of the device remaining inside the pt. The procedure was continued with a second fiber, which was also reported (reference MFR report number 2937094-2012-00247). The procedure was completed with a third fiber. No pt injury was reported. The pt outcome was reported as "okay."